Manufacturer narrative:
A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device expiration date: unknown d4. Unique identifier (UDI) #: unknown h4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd arterial blood collection syringe, one sample exhibited a black foreign material on the green stopper. No adverse impact was reported regarding the patient or user.